Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was a loss of connection between the transmitter and receiver and smart device occurred. No additional event or patient information is available. No product was provided for evaluation. Data was received for evaluation, confirmation of the complaint was confirmed via data. A probable cause could not be determined via data.